Manufacturer narrative:
This investigation is ongoing. Upon further information this investigation will be updated.

Event description:
It was reported that a revision took place on a xiphoid incision due to an erosion of the electrode. It was noted that the suture sleeve was very superficial and the wound could not be successfully closed after several months. The area was cleaned and new sutures were applied while maintaining the same electrode position. It was noted there was no infection present. The physician believed the position of the sutures contributed to the inability to close the wound, thus new sutures were used which were not facing the wound. The sensing vectors were not modified. No adverse patient effects were reported.

Event description:
It was reported, that a revision took place on a xiphoid incision, due to an erosion of the electrode. It was noted, that the suture sleeve was very superficial and the wound could not be successfully closed after several months. The area was cleaned and new sutures were applied, while maintaining the same electrode position. It was noted, there was no infection present. The physician believed the position of the sutures contributed to the inability to close the wound. Thus, new sutures were used, which were not facing the wound. The sensing vectors were not modified. No adverse patient effects were reported. Additional information noted, that the system was explanted and will be returned. This device has been returned. Boston scientific has concluded, it is unlikely, that device characteristics caused or contributed to the reported clinical observations. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
This product will be returned. Upon return and analysis, this investigation will be updated.

Manufacturer narrative:
This product will be returned. Upon return and analysis this investigation will be updated.

Event description:
It was reported that a revision took place on a xiphoid incision due to an erosion of the electrode. It was noted that the suture sleeve was very superficial and the wound could not be successfully closed after several months. The area was cleaned and new sutures were applied while maintaining the same electrode position. It was noted there was no infection present. The physician believed the position of the sutures contributed to the inability to close the wound, thus new sutures were used which were not facing the wound. The sensing vectors were not modified. No adverse patient effects were reported. Additional information noted that the system was explanted and will be returned.